Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
While hospitalized for a condition unrelated to diabetes, customer took an undetermined amount of novorapid insulin based upon a mobile result of 23.7 mmol/l and suffered an episode of hypoglycemia requiring professional medical treatment approximately an hour later. Customer was found unconscious by hospital staff and given glucagon. A hospital meter result an undetermined time from when the she lost consciousness was 1.1 mmol/l. A request was made for the return of the meter and strips.